Manufacturer narrative:
The integra nph low flow valve (909512) was not returned for evaluation: device history record (DHR) review - lot number information has been provided; therefore, device history record (DHR) was reviewed and showed that the lot conformed to the specifications when released to stock. Failure analysis - the device was lost at the hospital; therefore, a physical evaluation of the device could not be performed. However, a medical assessment was performed and concluded that ¿due to the loss of the product, insufficient evidence exists to confirm or suggest a casual relationship to the device." Root cause - the possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the patient experienced a headache, and after examinations by the physicians, it was found that the nph low flow valve (909512) was not draining. The valve was implanted on (B)(6)2021 and worked perfectly for over a year, but it had to be replaced on (B)(6)2022 (reoperation), as it was not draining. The nature of the event was confirmed as hydrocephalus. The device was reported as lost at the facility, and will not be returned.